Event description:
This report was received from global pharmacovigilance (gpv), on (B)(4) 2012, and is a spontaneous report by a baxter employed health professional in (B)(6). It was reported that a patient had made a mistake/break in aseptic technique and peritonitis coincident with dianeal 1.5% ultrabag therapy (dose and frequency not reported) intraperitoneally for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter indian technical service, the following was reported. On an unreported date, the patient made mistake and there was break in aseptic technique. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The cause of peritonitis was patient made mistake/break in aseptic technique. The patient was retrained on proper aseptic technique. Treatment was not reported. The patient was still hospitalized. Outcome for the event was not reported at this time.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as the patient made a mistake. The patient has been re-trained on proper aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, the lot number and product code are unknown. A sample was not requested as this peritonitis event was caused by use error and there was no allegation of a product malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.